Event description:
It was reported that the health care professional (hcp) had difficulty interrogating this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) using consult. The patient presented to the emergency room (ER) with reports of receiving shocks. Technical services (ts) assisted getting a hold of a local representative to check the device. Additionally, review of a stored untreated episode found there was oversensing. Device programmed to 1x gain and smart pass is enabled. The representative was able to interrogate the device and found the patient received only two shocks. There was an untreated atrial fibrillation (af) episode, and two treated episodes with myopotential noise and widened complexes. Troubleshooting was performed and the representative could not correlate symptoms with the time of the shocks and believes the shocks may have been inappropriate. There was an inappropriate shock that occurred after implant which was related to electromagnetic interference (emi). Ts discussed options of getting x-rays and provided troubleshooting/programming options. It was noted that the patient did loose 30 pounds over the last year. Additionally, it was noted the electrode has moved since implant. The representative reviewed with the physician and the device was programmed to 2x gain. At this time, the system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the health care professional (hcp) had difficulty interrogating this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) using consult. The patient presented to the emergency room (ER) with reports of receiving shocks. Technical services (ts) assisted getting a hold of a local representative to check the device. Additionally, review of a stored untreated episode found there was oversensing. Device programmed to 1x gain and smart pass is enabled. The representative was able to interrogate the device and found the patient received only two shocks. There was an untreated atrial fibrillation (af) episode, and two treated episodes with myopotential noise and widened complexes. Troubleshooting was performed and the representative could not correlate symptoms with the time of the shocks and believes the shocks may have been inappropriate. There was an inappropriate shock that occurred after implant which was related to electromagnetic interference (emi). Ts discussed options of getting x-rays and provided troubleshooting/programming options. It was noted that the patient did loose 30 pounds over the last year. Additionally, it was noted the electrode has moved since implant. The representative reviewed with the physician and the device was programmed to 2x gain. At this time, the system remains in service. No additional adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported the patient fell on (B)(6) 2025 and had fractured ribs and vertebra. Additionally, shock lead impedances have gone from 65 ohms to 35 ohms. It was noted the patient did lose weight. The field representative acquired reference s-ecgs and to turn 2x gain back on. No isometrics or pocket manipulation was performed due to the patient's injuries. The field representative could not confirm if the fall was related however, the patient denied any shocks on the day of the fall. The patient will be getting a CT scan and x-rays to check device placement. At this time, the system remains in service. No additional adverse patient effects were reported.